Event description:
The patient is reportedly experiencing a decrease in performance and sound quality issues with her left internal device. Multiple programming attempts were performed; however, it did not resolve the issue. Surgery to explant the patient's device will be scheduled.